Event description:
It was reported that the customer was hospitalized for dka. The customer broke their leg a few weeks ago and taking medication for the pain. Additionally, it was indicated that the cause of the event could be due to a bladder infection determined by the md. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing.